Event description:
It was reported that the caller experienced a cracked and shattered touchscreen on their pump, which was unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer was informed that the pump needed to be replaced and was advised to allow the battery to deplete before returning it to tandem technical support, using a pre-paid label and return box provided. The pump was within warranty, and the customer continued using the current pump as a backup therapy until the replacement was received.